Event description:
It was reported that the external pulse generator (epg) displayed an error message at power on. Technical support (ts) explained the error and how it occurred. Ts also discussed how to test the device. The caller noted that the device was in good physical shape. The biomedical engineer tried to duplicate the error, but could not. The epg was restored to service. There was no patient involvement.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).